Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient was not feeling stimulation and did not have their controller at the time, so they would increase stimulation when they had the controller. The patient had not been able to void on their own as of yet. Additional information was received one day later. The patient felt stimulation a little, but was going to increase, and they were not happy with results so far. Additional information was received on 2017-jun-15. There had been no change and the patient was going to have a lead change, but was diving and was going to call back. No further complications were reported/anticipated.